Event description:
Resident was found with lower body on floor and upper body leaning against bed. Resident's head was on bed on left side in between mattress and side rail. Bed alarm did not sound as head was on the bed alarm sensor. Medical examiner examined pt and determined cause of death to be asphyxiation. Dates of use: (B)(6) 2010. Diagnosis or reason for use: hx of falls.